Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Legal letter received states the following, investigation indicated that (B)(6) work related surgery on (B)(6) 2016 encountered complications and issues that were reportedly caused by a jamshidi needle defect. Date of injury : (B)(6) 2014. Product issue unknown. No further details provided. No additional information at this time.